Manufacturer narrative:
Eval summary: the expansion bolts are drilled approx 1.0-1.5cm into the concrete wall due to the thick gypsum board (layered over concrete wall), which is insufficient to withstand the force generated by the standard use model. Customer is requesting "entire" or at least 3cm penetration of the bolts into the concrete wall, else add'l reinforcement is required. The installer has followed the instructions in the manual but did not determine the correct bolt penetration depth. No pt/end user injury.

Event description:
Eexpertdc housing cracked and whole unit fell to the floor.